Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator. Service technician was able to verify the reported problem ""autocycle"". Technician replaced the analog board. Problem resolved.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1150 occurred auto-cycling. At this time, patient involvement is unknown with the reported event.